Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just got out of a hospital and had a heart attack. Customer stated that the hospital lost the meter and serter. Customer went to the hospital with really high blood glucose but when she went to fill a reservoir, she did not have another one and she had a heart attack. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 681 mg/dl at the time of the hospitalization. Customer had diabetic ketoacidosis and was in the hospital for several days. Customer was wearing the pump at the time of the hospitalization.